Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the emitter for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The emitter has not been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), instruments were intermittently tracking. It was noted that the issue did not affect the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. While on-site, the reported issue could be replicated with a separate patient and instrument trackers. It was noted that tracking would be intermittent at certain point as well as not navigating with no potential interference in the electromagnetic field. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The emitter for the navigation system was returned to the manufacturer for analysis. The emitter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter updated. If information is provided in the future, a supplemental report will be issued.